Event description:
Manufacturers ref: # (B)(4).

Manufacturer narrative:
Our field service engineer (fse) investigated the ventilator on site. The fse replaced the o2 gas module and the air gas module. The device logs were not provided. The air and o2 gas modules regulate the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low o2 or high pressure. The replaced gas modules were not returned for further investigation. Therefore, the root cause to the reported issue could not be established by this investigation.

Event description:
It was reported that the ventilator had a volume issue. No more information was available. There was no patient harm reported. Manufacturer's ref. #: (B)(4).